Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "when the nurse in the cardiology department was infusing fluid for the patient, he opened the closed needle-stick-proof venous indwelling needle and found that the needle core could not be withdrawn and could not be used, so he stopped using the indwelling needle and replaced the indwelling needle of the same type for puncture. Report to the head nurse and the teacher of the medical equipment department at the same time."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2105320. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.